Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not able to maintain pacing in demand mode (loss of capture). There was no negative patient impact.